Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Hospital contact number was not provided. This report is for one (1) unknown blade. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent removal surgery of a short trochanteric fixation nail (tfn) on (B)(6) 2017 due to a break in the lower part of the patient's bone. During the surgery on (B)(6) 2017, originally implanted short trochanteric fixation nail, blade and screw were removed and replaced with a long nail and new blade and screw. There was no reported malfunction or break of the device. Patient outcome was not reported. This report is for one (1) unknown blade. This is report 3 of 3 for (B)(4).